Event description:
The clinic reported a dialysate pressure low alarm and an ultrafiltration test failure. The gambro technical services rep found that balance chamber valve vbo on chamber 2 to be sticking open. The valve was replaced. No pt involvement was reported.